Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air and pressure alarms occurred during two consecutive routine hemodialysis treatments, which could not be resolved. Rinseback was not performed resulting in an estimated blood loss of 190cc for each treatment. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator did not follow troubleshooting steps as directed in the user's guide. The disposable cartridge was not returned to nxstage as requested. The exact cause of the alarms cannot be determined, however, the occurrence of both arterial pressure and arterial air alarms indicates that the alarms were most likely caused by inadequate vascular access flow. The user's guide identifies possible causes of the alarms and provides adequate instructions for troubleshooting the alarms. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.